Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes due to undersensing were observed. The patient presented to the clinic with half the device hanging out of chest. The physician explanted the device and patched the patient. There are no plans to implant another device. There were no adverse health consequences to the patient.